Manufacturer narrative:
Additional codes of 515 - stent & 2979 - material protrusion/extrusion, 2979 - material protrusion/extrusion were meant to be submitted with previous final report.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the two 29mm x 10mm 135cm palmaz genesis stents on an opta pro (large) percutaneous transluminal angioplasty (pta) catheter did not expand with balloon inflation and "were not allocated". There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. (B)(4): the device was returned for evaluation. A non-sterile ¿long gen / pro 29 x 10 per 135¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, revealing that the balloon is deflated without the manufacturing pleating and contains crystals of saline solution inside, indicating it was inflated at some point. The stent was not received for analysis. However, upon reviewing the managed sample image, the stent is present. Therefore, the stent was likely lost after the device was returned, possibly due to decontamination and/or shipping. No other outstanding details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied to reach the rated burst pressure. Despite the manometer reading 10 atm, the balloon remained deflated, indicating an obstruction in the inflation lumen. The shaft was cut approximately in the middle to find the cause of the obstruction. Using a vision system, it was observed that the inflation lumen was blocked with crystals of saline solution. The shaft was then cut as near as possible to the balloon to verify the presence of the inflation lumen with the aid of the vision system. The inflation lumen was present and properly shaped. The balloon surface was inspected using a vision system to obtain an amplified image. Stent strut marks were observed on the balloon surface, indicating that the device complied with the stent crimp process. Additionally, the missing pleating and the saline solution crystals were observed, indicating that the balloon was inflated at some point. A product history record (phr) review of lot 82301401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): the device was returned for analysis. A non-sterile unit of ¿long gen / pro 29 x 10 per 135¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed that the balloon is deflated without the manufacturing pleating and contains crystals of saline solution inside, indicating it was inflated at some point. The stent is out of position on the shaft with the proximal struts uplifted. No other outstanding details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied to reach the rated burst pressure. Despite the manometer reading 10 atm, the balloon remained deflated, indicating an obstruction in the inflation lumen. The shaft was cut approximately in the middle to find the cause of the obstruction. Using a vision system, it was observed that the inflation lumen was blocked with crystals of saline solution. The shaft was then cut as near as possible to the balloon to verify the presence of the inflation lumen with the aid of the vision system. The inflation lumen was present and properly shaped. The stent was inspected with a vision system, confirming the uplifted condition of the struts. No other damage was observed. The balloon surface was inspected using a vision system to obtain an amplified image. Stent strut marks were observed on the balloon surface, indicating that the device complied with the stent crimp process. Additionally, the missing pleating and the saline solution crystals were observed, indicating that the balloon was inflated at some point. A product history record (phr) review of lot 82301401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty unable to inflate¿ was observed on both balloon catheters during device analysis. However, the exact causes cannot be determined as the contrast solution found crystallized in the inflation lumens would not be hardened during use for the procedure. The event did not describe the contrast to saline ratio as this may have been a contributing factor due to the viscosity of contrast. Additionally, contrast was present inside the balloons indicating a form of inflation. The devices were cross sectioned the inflation lumens were present and visible. As listed in the instructions for use, use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Do not use ethiodol* or lipiodol contrast medium. Subsequent findings on (B)(4) revealed a ¿stent offset/out of position¿ as the stent had shifted off the balloon toward the proximal portion of the device and onto the shaft with a ¿stent strut uplift proximal¿ condition. There was no mention of this during the event and is therefore unclear if this occurred procedurally or during shipping as additional information could not be obtained. Based on the information available for review, procedural factors and preparation of the devices may have been contributing factors as the inflation lumens were present with no obstructions or anomalies once the contrast mixture was removed from the inflation lumens. According to the instructions for use, which is not intended to mitigate risk, ¿do not attempt to remove or readjust the stent on the delivery system. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the two 29mm x 10mm 135cm palmaz genesis stents on an opta pro (large) percutaneous transluminal angioplasty (pta) catheter did not expand with balloon inflation and "were not allocated". There were no reports of patient injury. The devices will be returned for evaluation.